Event description:
The customer reported the device "loses connection during measurement." No consequences or impact to patient were reported.

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Manufacturer narrative:
Additional manufacuring narrative: other, other text: the returned device was evaluated. Due to recessed pins in the tb-20 connector of the device, light manipulation of the connector triggered a "replace sensor" error message and prevented the device from taking measurements.

Event description:
The customer reported the device "loses connection during measurement." No consequences or impact to patient were reported.